Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During the preparation of the clip delivery system (cds), one of the grippers was no functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure